Event description:
It was reported that since implant the patient (pt) has been turning stim off at night and back on in the morning but this morning t heir handset shows, communicator not found, stimulation is off and they are trying to turn it back on but can't. Pt said now that stim is off they shake so bad. Pt said they have been selecting the communicator and entering the number manually but that has not been working. Worked with pt to try the steps again and scan the code, the pt reported they continue to see not found. Pt turned bluetooth off and back on, and turned airplane mode on and back off but continued to get: not found. Pt reported seeing: log in error. Please connect to the internet and retry (in a black box, with a white background, in a strip on the screen with: vmware) conferenced on mobility who assisted pt to go back to the home screen and confirm everything was up to date and try again, pt got not found. Worked with pt to power cycle the communicator by holding down the power button and try again. Pt confirmed the handset found the communicator and they were successful to turn stim on. The troubleshooting steps that were taken on the call resolved the issue.  The patient's relevant medical history included pt reported since implant, they notice when turning stim back on in the morning they get a strange feeling in head and into jaw, they notice a buzz, they can feel the tingle that stim is on, it sure shocks them but the feeling goes away, it happens for only a second or two. Pt also reported since implant: when stim is on, they have a serious speech impediment, they slur their words. When stim is off, they are shaking, but don't slur. Pt said they are going back for an appointment in a couple of months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. They clarified that there was no shock. The cause of the issue of not being able to activate their therapy was due to the communicator malfunction that was troubleshot and resolved in initial call.

Manufacturer narrative:
Continuation of d10: product ID tm91d0 lot# serial# (B)(6). Implanted: explanted: product type. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.